Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a complete lead was returned in one piece. Visual, x-ray and electrical examination did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited noise. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.